Manufacturer narrative:
Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device. Ana suller marti, andrew parrent, rick mclachlan, seyed m. Mirsattari, david c. Diosy, david steven, keith w. Macdougall, jorge g. Burneo, bs16. Vns in generalized epilepsy: an assessment on the efficacy, clinical neurophysiology, volume 129, supplement 1, 2018, page e219, issn 1388-2457, https://doi.org/10.1016/j.clinph.2018.04.564. (Http://www.sciencedirect.com/science/article/pii/s1388245718308630).

Event description:
The abstract of a research article was received. The abstract discussed the efficacy of vns therapy in patients with generalized tonic-clonic seizures in the context of generalized epilepsy. Within the article, it was noted that 1 patient developed an infection near the area of implant which required explantation of the vns. Circumstances regarding the onset of the infection have not been received to date. No additional relevant information has been received to date.